Manufacturer narrative:
Citation: van der werf, h. Md et al. Emergency transcatheter aortic valve implantation in patients with severe aortic regurgitation and a left ventricle assist device: a case report and systematic review. European heart journal acute cardiovasc care (2016) 2017 dec;6(8):719-727 doi 10.1177/2048872616652310 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the emergent transcatheter aortic valve replacement in patients with existing left ventricular assist devices (lvad). A case study was collected from a single center and a database search was conducted through pubmed. The database search was conducted on november 7, 2014 and identified 9 additional articles that met inclusion criteria. The identified articles included 9 patients, 6 of which were implanted with a corevalve and one previously implanted with a hancock. Serial numbers were not provided. The study population was predominantly male. Among all patients identified within the 9 articles in the literature search, adverse events included: valve ¿migration¿ treated with emergency surgery, and moderate paravalvular leak (pvl) treated with the implant of a second transcatheter valve. No additional adverse patient effects or product performance issues were reported.